Manufacturer narrative:
Initial reporter facility name: (B)(6). Medical device code a15 captures the reportable event of clip could not be released from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastrointestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastrointestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: general hospital of guangzhou military command of pla block h2: additional information: block a1 (patient identifier) has been updated based on the additional information received on october 25, 2022. Block h6: medical device code a15 captures the reportable event of clip could not be released from catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed, and no problems were found on the bushing. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No problems with the device were noted. The reported event of clip could not be released from catheter was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.